Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary retention. The pump was not working and was collapsed. The suspected cause of the pump issue is fluid loss. The device is still implanted. A replacement surgery will be performed on (B)(6) 2025. No further patient complications reported.